Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was offered to troubleshoot for high blood glucose but declined. The health care provider stated that troubleshooting has been done and they believe it is the insulin pump. The customer also reported via phone call that they had excessive no delivery alarm and drive/motor anomaly. Customer was advised that we are sending cot pump.